Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for an activation issue. A possible cause of an activation issue is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected a this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unk procedure, during use on the pt, the instrument didn't work suddenly. Another device was used to complete the case. There were no adverse consequences to the pt.